Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report wil be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the lot history. There are no other similar complaints reported against this batch.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the insulation of the jaw of the vasoview hemopro 2 became loose and broke off. Nothing fell into the pt. A replacement device was used to complete the procedure. The hosp did not report any pt effects.